Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "too high psi result test." No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump to have a damaged door and a cracked front and rear housing. Review of the device data log noted alarms displayed for 'high pressure.' Functional tests included use testing. The pump failed occlusion testing. Further investigation of the pump found signs of fluid ingression around downstream occlusion sensor. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause of the alarm was fluid ingression around the occlusion sensor.